Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were noted and loss of capture was also noted on this right ventricular lead. A revision took place and the pace/sense portion of this lead was capped and replaced while the shocking portion will continue to be used. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this information will be updated.